Manufacturer narrative:
(B)(4). Product registration ¿ additional/correction: remove incorrect line: stp-at-012 and replace with correct line: sw12300. H6: type of investigation - additional/correction: please remove codes 4119 + 3221 + 4315 on initial (MDR-00639285) and replace with correct codes: 4121 + 213 + 67.

Event description:
It was reported that an app crash alert occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an app crash alert occurred. No data or product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.